Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The customer reported sporadic issues on both planes. A system reboot was attempted, however, not successful. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a software failure in conjunction with the graphics card. This failure can result in the loss of image display in the examination room. A system restart will correct the issue. Correction for this failure has been initiated via update (B)(4) and was reported to the FDA under 21 cfr 806; report 2240869-12/16/16-0036-c. This corrective action eliminates the root cause of the problem and prevents the possibility of reoccurrence.